Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after the ilet insulin cartridge ran empty without the user recognizing the stoppage of insulin delivery; the user replaced the infusion set and resumed insulin delivery, and glucose values began to decline. Symptoms included elevated blood glucose above 300 mg/dl without reported ketones or other clinical manifestations. Outcomes included no medical intervention, no hospitalization, and resolution after resuming insulin delivery. Investigation included troubleshooting and user education via call-back. Investigation of this case revealed user-related interruption of insulin dosing due to an empty cartridge and subsequent correction after set change. It was concluded that the device functioned as designed and that the event was attributable to user oversight with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.